Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer also mentioned blood glucose of 145 and 225 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer called in regarding insulin flow block alarm occurred yesterday around 5 pm. Customer did change the infusion set but did not change reservoir. Customer reported that the alarm was resolved but reoccurred today. Troubleshooting was provided for insulin flow block alarm. Customer was advised to disconnect at the quick release and assisted customer in performing a 5.0 u fill cannula. Customer stated the insulin exited. The customer declined troubleshooting for high blood glucose level. The insulin pump was not returned for analysis.